Event description:
Medical records provided for review revealed a medical history of hypertension (htn), non-insulin-dependent diabetes mellitus (niddm), pneumonia, hematuria, degenerative changes in the spine and bilateral hips, calcifications in the pelvis, low back pain, prostate cancer, and spinal stenosis. The patient had been admitted for lumbar decompression surgery five days prior to the index procedure and developed postop complications, including respiratory failure requiring initial ventilatory support. An echocardiogram performed noted aortic sclerosis, and severe pulmonary hypertension. Additionally, a computerized tomography angiogram (cta) of the chest performed the same day noted bilateral pulmonary embolism (pe), bilateral infiltrates with left pleural effusion and an indeterminate lesion in the dome of the right lobe of the liver. The filter was then indicated for pe and patient unable to be anticoagulated due to recent back surgery. According to the operative report, the ivc filter was placed for pulmonary embolus and patient unable to be anticoagulated. The right groin was prepped and draped. Using ultrasound guidance, a single-wall puncture technique was used to access the right common femoral vein followed by placement of a sheath within the common iliac vein. A venogram completed noted a mildly irregular mid inferior vena cava with some narrowing and question of filling defect. Although this could be related to relative low volume, some mural thrombus could not be excluded. The optease filter was placed in the suprarenal ivc above this region of ivc irregularity. Following deployment, the filter was reported to be in good position and appeared stable. About eleven days after the filter was implanted, a CT scan of the abdomen noted bilateral kidney cysts, residual infiltrate atelectasis in the lung bases, and the suspected liver lesion turned out to be the gallbladder. Approximately three years and eleven months post implant, results from an abdominal CT scan performed for filter evaluation noted the ivc filter above the renal vessels, abutting the inferior margin of the liver and constipation.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc). The patient subsequently reported perforation of strut and migration. According to the medical records the indication for the filter implant was bilateral pulmonary embolism and inability to anticoagulate due to recent back surgery (decompression laminectomy l1-s1, fusion t11 to s1, segmental instrumentation t11 to s11, autografting, allografting using talus allograft, bmp with infuse and cross link rods for spinal stenosis with neurogenic claudication, neuropathy, and lumbar spondylosis). The post operative course was complicated with difficulty waking up after anesthesia, requiring prolonged intubation, low blood pressure related to low volume postoperatively, kidney injury, resolved, constipation, ileus and bilateral pulmonary emboli. An echocardiogram was performed on the day of the filter implant and noted aortic sclerosis, and severe pulmonary hypertension. Cta of the chest performed the same day noted bilateral pe, bilateral infiltrates with left pleural effusion, and an indeterminate lesion in the dome of the right lobe of the liver. The filter was placed via the right common femoral vein and deployed in in the suprarenal ivc due to irregularity at the mid ivc. The findings from the filter placement noted mildly irregular mid ivc with some narrowing and question filling defect, while it was felt that it could be related to low volume, mural thrombus could not be excluded. A bilateral ultrasound of lower extremity, negative for dvt. Medical records revealed a medical history of hypertension, non-insulin-dependent diabetes mellitus, pneumonia, hematuria, degenerative changes in the spine and bilateral hips, calcifications in the pelvis, low back pain, prostate cancer, and spinal stenosis. About eleven days post implant, a CT scan of the abdomen noted bilateral kidney cysts, residual infiltrate atelectasis in the lung bases, and the suspected liver lesion turned out to be the gallbladder. Approximately three years and eleven months post implant, results from an abdominal CT scan performed for filter evaluation noted the ivc filter above the renal vessels, abutting the inferior margin of the liver and constipation.the product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth).

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient has a history of smoking. The filter was implanted in the suprarenal ivc due to an irregular and potential thrombus within the mid ivc. Approximately four years after the filter was implanted, an axial CT scan was performed through the abdomen without IV contrast. The ivc filter was noted above the renal vessels, abutting the inferior margin of the liver. According to the information received in the patient profile form (ppf), the patient reports migration.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of smoking. The indication for the filter was reported to be prophylaxis prior to a planned back surgery. The filter was implanted via the right common femoral vein and placed in the suprarenal inferior vena cava (ivc) due to a potentially irregular thrombus within the mid-ivc. Approximately four years after the implantation, the patient became aware that the filter had migrated, and that strut(s) had perforated the liver. An abdominal computerized tomography (CT) scan that revealed that the filter was above the renal vessels abutting the inferior margin of the liver. Though the patient reported filter migration, the location of the filter appears to have remained unchanged from the reported placement at implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of smoking. The filter was implanted in the suprarenal ivc due to an irregular and potential thrombus within the mid ivc. Approximately four years after the filter was implanted, an axial CT scan was performed through the abdomen without IV contrast. The ivc filter was noted above the renal vessels, abutting the inferior margin of the liver. According to the information received in the patient profile form (ppf), the patient reports migration. According to the discovery form, the patient received the ivc filter due to back surgery. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include migration and perforation strut to the liver; however, as reported previously, a computerized tomography (CT) scan of the abdomen performed approximately four years after the filter was implanted, revealed the ivc filter above the renal vessels, abutting the inferior margin of the liver. Additionally, a right inferior pole renal cyst, bibasilar atelectasis and atherosclerotic and degenerative changes with extensive post-surgical changes throughout the thoracolumbar spine were also noted.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of smoking. The filter was implanted in the suprarenal ivc due to an irregular and potential thrombus within the mid ivc. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation of the ivc. Approximately four years after the filter was implanted, an axial CT scan was performed of the abdomen without IV contrast. The ivc filter was noted above the renal vessels, abutting the inferior margin of the liver. According to the information received in the patient profile form (ppf), the patient reports migration. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.